Event description:
It was reported that the device was replaced due to "battery depletion". Drug delivered via the device was fentanyl and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Returned for analysis was the pump along with sc assembly + proximal catheter segment + pin connector. Final analysis of the device systeme revealed no anomaly, normal device function. In addtion to the drugs reported previously, per analysis the pump also contained bupivacaine.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2011-(B)(6), explanted on: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.